Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump act button did not respond. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty connector at interface board. No unexpected/beep anomalies were noted. Unable to perform operating currents, self-test, a21 error test and displacement test button/keypads unresponsive and due to full segment display. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label and cracked belt clip slot.